Event description:
Customer reported, the pump does not alarm and continues to run after the food is gone. Pt injury or medical intervention: no injury reported. Air did not reach the pt. Additional pt info: pt is using similac advance at a rate of 40 ml/hr and infinite dose.

Manufacturer narrative:
Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas, settings and the disposable set were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.